Event description:
The patient stated he is over 250 pounds, wears vgo on his arm due to his size and perspires when he works outside. The v-go adhesive loosened and this resulted in the v-go needle moving in and out of his skin until he removed the vgo device. The v-go needle moving in and out of the skin caused discomfort. V-go devices in which the adhesive is reported as loosening were disposed of by the patient. Patient has been using vet wrap applied around the patient arm to keep the vgo device adhered to the patient skin. The patient reported he rotates his vgo every 24 hours, cleans the vgo site with alcohol, lets the alcohol on his skin dry prior to applying the vgo.